Event description:
It was reported that this pacemaker was found to be in safety mode when the device was checked prior to being explanted. The device was checked and found the patient had asystole with pause greater than 2 seconds. The patient experienced syncope as well. A new pacemaker was implanted as replacement. This pacemaker has been received for investigation. No additional adverse patient effects were reported.